Manufacturer narrative:
Complained product will not be not available.

Event description:
Heads would not stay on...falling off - oral-b [device breakage]. Case narrative: a spouse via phone reported that when their wife used the oral-b toothbrush, the oral-b toothbrush heads would not stay on and were falling off. No injury was reported.